Event description:
A user facility registered nurse (rn) reported blood was pooling in the venous end of the dialyzer. The blood test strips tested negative for a blood leak when checked with a blood leak strip. The facility was unable to return patient's blood. Upon follow-up, the rn confirmed there was an internal dialyzer blood leak that occurred immediately after the start of the patient¿s hemodialysis (hd) treatment. Per rn the blood was observed at the venous end of dialyzer and in the drain line. The rn stated the patient¿s blood was not returned, and stated the estimated blood loss was 300 ml. The rn confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm and treatment was immediately discontinued. Blood leak test strips were used and tested negative for the presence of blood. The rn also stated that fresenius bloodlines were used for treatment and confirmed that no external blood leak was observed. The rn stated that there were no defects or damage seen on the dialyzer. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The rn confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a delamination was observed to be extending from approximately 120° to 220° with the ports at 0° on the non-cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported blood was pooling in the venous end of the dialyzer. The blood test strips tested negative for a blood leak when checked with a blood leak strip. The facility was unable to return patient's blood. Upon follow-up, the rn confirmed there was an internal dialyzer blood leak that occurred immediately after the start of the patient¿s hemodialysis (hd) treatment. Per rn the blood was observed at the venous end of dialyzer and in the drain line. The rn stated the patient¿s blood was not returned, and stated the estimated blood loss was 300 ml. The rn confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm and treatment was immediately discontinued. Blood leak test strips were used and tested negative for the presence of blood. The rn also stated that fresenius bloodlines were used for treatment and confirmed that no external blood leak was observed. The rn stated that there were no defects or damage seen on the dialyzer. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The rn confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.